Manufacturer narrative:
The sample is available for eval. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The clear plastic portion of the unit that holds the needle upon retraction was disfigured and did not allow the needle to retract correctly, resulting in a needlestick injury to the clinician's right thumb. The clinician and source pt are currently undergoing post-exposure testing.